Manufacturer narrative:
The device was stated to be available for return to the manufacturer for evaluation, but has not yet been returned. The product issue reported could not be confirmed. If the device is received at a later date, an investigation will be performed and a supplemental MDR will be submitted. A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. Potential complications as referenced on the IFU, include but are not limited to the following: hematoma at the site of entry, aneurysm rupture, emboli, vessel perforation, parent artery occlusion, hemorrhage, ischemia, vasospasm, clot formation, device migration or misplacement, premature or difficult device detachment, non-detachment, incomplete aneurysm filling, revascularization, post-embolization syndrome, and neurological deficits including stroke and death.

Event description:
It was reported that a web device could not be detached, despite that it was perfectly placed. The device was resheathed and removed from the patient. There was no reported patient injury. No further information has been provided.

Manufacturer narrative:
Investigation conclusion: the investigation of the returned web system found the hypotube kinked at the proximal section and the proximal connector broken. Due to the physical condition of the returned proximal connector, the investigation could not test for or assess the alleged detachment issue and therefore, this complaint is considered non-verifiable. The physical evaluation of the device could not identify the conditions or circumstances that led to the damage, but the damage is consistent with the device experiencing forces over specification.

Event description:
Additional information received stated that they had to reschedule the case. Please see h6 and h11.